Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided . UDI not available. Implant date unknown / not provided. Explant date unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the implant at tooth location 16 fractured at the neck and was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown biomet implant was returned for investigation .visual evaluation of the as returned product identified fracture around the threads and bone residue around the external threads due to usage. Functional testing was not performed due to the nature of the device and event. Pre-existing condition noted in the per was 'moderate bone density ¿type ii'. Tooth location provided was 16 (fdi). The device had been implanted for an unknown period of time. X-ray & picture evaluation: x-ray or picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/08/01. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, improper techniques as well as overloading may lead to device failure. DHR/complaint history review: DHR & complaint history review could not be performed since the lot/item number was not provided/known. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Post market trending review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.